Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had internal part damage. It is known that the device was not being used during surgery; however, it is unk if there was any injury or medical intervention related to the event. The date of the event is unk. No add'l info is available.